Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted via the right femoral artery in a 69-year-old male patient undergoing protected percutaneous coronary intervention. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage a. While in the intensive care unit, the bedside nurse reported that the patient had developed dark-colored urine overnight. At the time of assessment, the patient was receiving impella cp support at performance level 2. Hemodynamic parameters included a central venous pressure of 10 millimeters of mercury and a mean arterial pressure of 67 millimeters of mercury. The impella console was reviewed, and no alarms or position-related issues were identified. The attending physician evaluated the patient at the bedside and ordered lactate dehydrogenase and urinalysis testing for further assessment. The physician¿s clinical impression was that the dark urine may have been related to foley catheter insertion. Given the patient¿s clinical stability and successful wean to lower support, a decision was made to explant the impella device. While on support, the impella cp device had been operating at performance level 9 with expected flows of 3.5 liters per minute. The device was successfully weaned and removed. The patient survived to explant with no additional adverse events reported. It was reported that the diagnosis was unknown. The physician¿s clinical impression was that the dark urine may have been related to foley catheter insertion.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.